Manufacturer narrative:
Purge pressure high: the cause of the purge pressure high could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via right subclavian axillary artery access site in a 72 year old male prior to coronary artery bypass surgery for anticipated post cardiotomy cardiogenic shock/low cardiac output syndrome. The patient¿s comorbidities are unspecified, however patient was noted to be on inotropic/vasopressor support. The patient¿s clinical state prior to initiation of support was reported as a scai shock stage b. Pump was noted to be prepped and primed with purge solution of 5% dextrose in water with 25meq of sodium bicarbonate and inserted as indicated. It was noted approximately 10 minutes after pump was started, purge alarms began with purge pressure and flows frequently changing. An activated clotting time (act) was checked and reported to be 275 seconds. It was also noted that systemic heparin was given at the time of graft placement and the beginning of the case as well as for going on coronary artery bypass pump. Approximately 20 minutes post impella 5.5 pump start, it is reported a purge system blocked alarm appeared. The purge cassette was replaced with no resolution in alarm. Appropriate troubleshooting was completed and ultimately decision made to remove and replace impella 5.5 with a new impella 5.5. There were no reports of patient instability during this time. The patient remains on support with replacement pump running at p-3 at 2.4 liters per minute flow with 5% dextrose in water with 25meq of sodium bicarbonate, as indicated.